Event description:
It was reported that during a da vinci salpingo-oophorectomy surgical procedure, it was observed that the tips on the pk dissecting forceps instrument were bent. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip tips to be bent. One grip was bent which caused side to side misalignment of the grip. There was a 0.087 offset at the tips, indicating overloading at the tip. The instrument passed the electrical continuity testing. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the following additional damages: the instrument's pitch cable was frayed at the distal idler. No damge was found on the clevis. The instrument's distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the additional finding of the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.